Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were not responsive. Customer's blood glucose level was unknown. Customer stated that the insulin pump had loud grinding noises and also crack on upper left corner and screen was cracked. Customer stated that insulin pump had no delivery alerts and changes batteries sometimes 3 to 4 days. The insulin pump will be returned for analysis.